Event description:
Supplemental report is being submitted due to the completion of the lab evaluation on (B)(6) 2022.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation of the evo-fc-10-11-8-b of lot c1931659 was completed on(B)(6)2022. On evaluation of the device the following was observed: broken flexor(clear section). Red marker at 13th dimple. Handle separated near red safety luer. Safety wire still in place. Handle actuating fine. Unable to deploy stent. Handle opened . All components intact. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot c1931659 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1931659 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0062 that accompanies this device states ¿¿ visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause of the broken flexor breaking is most likely due tortuous anatomy/tight stricture. In the efforts to deploy the stent I believe the flexor was broken. Continued attempts to deploy with a broken flexor may have led to a build up in pressure causing the handle separation observed in the lab. Please note multiple requests were made to get clarification on the further damage to the device but these were not forthcoming, if this information should become available at a later date the investigation will be re-opened and updated to match the findings. An image was provided by the customer showing the broken flexor before device was returned to cirl confirmation of complaint complaint is confirmed based on visual and functional inspection. Summary of investigation according to the customer there was a problem with the release of the biliary prosthesis. Confirmed quantity of 1 device, confirmed used. Investigation findings conclude a possible root cause of the broken flexor breaking is most likely due tortuous anatomy/tight stricture. In the efforts to deploy the stent I believe the flexor was broken. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on visual and functional inspection. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on(B)(6)2023

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
We had a problem with the release of biliary prosthesis yesterday which led to a breakage of the duodenoscope sheath during the removal of the defective prosthesis. "As per cc form": we had a problem with the release of biliary prosthesis yesterday which led to a breakage of the duodenoscope sheath during the removal of the defective prosthesis a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage in the process did the complaint take place? , when installing the stent, cannot release the stent, stretching the catheter on the yellow marker area until the catheter is ruptured. The customer removes the device from the operator channel and perse the duodenoscope . 2. What type of endoscope and channel size were used? Fujifilm ed 880xt. 3. What was the elevator position? Open. 4. Details of wire guide used (diameter, type, brand)? Jagwire 035 inch bsc. 5. Was the slide port facing up and slightly curved when reloading the wire guide? N/a no-force siting. 6. Did any part of the stent come into contact with the patient¿s anatomy when the complaint occurred? No, just the catheter couldn¿t release the stent. 7. Please indicate the anatomical location of the intended target site. Bile leak, choledoc duct cover. 8. What was the duration of the stent in the patient at the time this complaint occurred? 15minutes. 9. For instruments for which IFU indicates that long-term permeability has not been. Established, has a periodic assessment been conducted? N/a, 10. If yes, how often was it done? 11. Did the patient require additional interventions following this event? No. 12. What action (if any) was required? 13. Was the secondary response performed during the same procedure as the aircraft failure or was it scheduled for another day? Same procedure. 14. Were any other defects (other than the complaint issue) observed on the device prior to the return (e.g. Fold)? No proper drop procedure after evaluation with or team. 15. If yes, please specify what was observed and where on the aircraft it was observed information about stenosis: 1. What was the length and diameter of the stenosis? Bile leak. 2. Where was the stenosis in the body? 3. Was there a sense of resistance when passing the wire guide through the stenosis? No 4. Was there any resistance experienced in passing the evolution through the stenosis? No. 5. Was stenosis dilated prior to stent placement? N/a . Questions related to during insertion into the patient: 1. Has the product been inspected for folds or damage prior to use? Yes, 2. Was resistance experienced during insertion in the patient? No. 3. If yes, when? Questions about stent placement during stent placement: 1. Did the product fail during the deployment or recapture of the stent? Deployment. 2. If other, please specify unable to release catheter stent. 3. Was the directional button pressed during operation? No, pressed before the procedure. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No, just the catheter. 5. Was the yellow marker kept visible during deployment? Yes. 6. Are images of the instrument or procedure available? No. Questions about withdrawal during introduction: 1. Are images of the device or procedure available? No. 2. Has final stent placement been confirmed by endoscopy / fluoroscopy? N/a. 3. If yes, what was used? 4. Has the stent opened sufficiently to allow safe removal of the introducer? No release. 5. Was the safety wire completely removed before removing the delivery system? No 6. Was any of the product caught or caught with the stent when the delivery system was removed? S.o., stent in the carrier catheter, questions about repositioning/removing the stent during (for evo-fc & evo-pc devices). 1. What instrument was used to reposition / remove the stent? Body clips, snare crates, others. 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no. 4. If yes, please when was this felt? Advancement or deployment. 5. How did the doctor manage this resistance? 6. Was the lasso loop (suture) used during repositioning.